Manufacturer narrative:
(B)(4). Batch #: t5e29p. Investigation summary: upon visual inspection of one photo, the following was observed: the photo shows a black reload partially fired 2/3 and the cartridge deck can be seen damaged. Based on the photo alone the event describe is confirmed. The analysis results showed that one gst60t reload was received. The reload was received partially fired 2/3 and with damage on reload deck. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during a wedge resection, doctor was firing a black reload in the echelon 60 compact shaft stapler. The first fire went about half way through the transection and the blade stopped and did not return. The transection was not complete and the blade did not return. Doctor asked the scrub to have a prolene suture armed and he hit the return button. The blade returned and the surgeon completed the case with new reloads and the same stapler. There were no complications to the patient. One device will be returned.